Event description:
The patient was brought to the cath lab for an atrial fibrillation ablation procedure. The patient was intubated and sedated by the anesthesiologist. The doctor placed the femoral and superior vena cava (svc) catheters. The carto mapping system was turned on and calibrated at the beginning of the case. The doctor was preparing to place the transseptal catheter. Initial mapping to begin, but equipment failed to work. Clinical company rep present from biosense webster (bw) troubleshot equipment for more than 1 hour and placed a phone call to technical engineers at bw. The attempts to remedy problem were unsuccessful. Finally the doctor aborted the case. Biosense webster sent the technical engineer to trouble shoot and repair equipment the next day. A cable, circuit board and magnetic board under the table were sent to biosense webster and all were replaced and mailed to the ep lab to repair the carto. The newly mailed cable was malfunctioning and a second cable was ordered to be installed on the following day. The patient will have to return for the procedure.====================== manufacturer response for carto, (brand not provided)======================the company has been very responsive and is taking full responsibility. They discovered the wrong computer card was sent and are sending another card.